Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) to consider increasing the shock impedance upper limit to 150 ohms and if there are subsequent measurements greater than 150 ohms, consider performing a commanded maximum energy shock test. Ts discussed the difference between daily measurement shock impedances and actual shock delivery impedance measurements for this single-coil lead. The lead remains in-service. No patient symptoms or adverse patient effects were reported.